Manufacturer narrative:
Concomitant medical product: addrl1, ipg, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced low impedance. The lead impedance had been trending down and the impedance "had been in question for years." The lead had initially been reprogrammed to unipolar pacing and showed some signs of oversensing on the atrial channel. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.